Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for failed back surgery syndrome and spinal pain. It was reported that a patient had a lead revision 8 weeks ago. They noted that they made a complete recovery from the revision. The patient said they had several adjustments done by a manufacturer representative (rep) and was hoping it would help their lower back pain in the future. No further complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.